Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was elevated.the programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.

Event description:
New information received notes the right ventricular (rv) lead had elevated high voltage lead impedance during an in clinic check on (B)(6) 2022. The programming changes were recommended but were not performed at this time.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2022. Further information was requested but not received.